Event description:
Consumer complaint of blood result reading of "lo" last 5 tests in memory: all "lo". Customer normally reads around 177mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: all "lo". Customer normally reads around 177mg/dl. No adverse event reported.